Event description:
It was reported that the implantable neurostimulator (ins) was removed sometime after a full body MRI. The patient experienced a 'serious' burning sensation in both hips and groin area and the sensation was still present even after the ins had been removed for over 2 years.

Event description:
When contacted for follow up information, the healthcare professional (hcp) confirmed developed a epidural hematoma and that the ins was explanted on (B)(6) 2009, the hcp had no further contact with the patient since 2010. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was reported that the infusion set may have a part in the death. No further info was reported.